Event description:
It was reported that a faradrive steerable sheath during procedure presented air aspirated, it was present inside the device. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. No damage was observed on the flush lumen. However, the external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of air ingress. Additionally, the internal valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping.

Event description:
It was reported that a faradrive steerable sheath during procedure presented air aspirated, it was present inside the device. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.